Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4). It was reported that restenosis occurred. In (B)(6) 2014, the patient presented due to asymptomatic ischemia. Subsequently, the index procedure was performed. The 75% restenosed, 22x2.25mm, type b2, diffuse target lesion was an in-stent restenosis of an unknown stent located in the mid left anterior descending artery (lad). The lesion was treated with the placement of a 24x2.25mm promus premier¿ drug-eluting stent at 11 atmospheres. Following post dilatation, residual stenosis was 0% and timi 3 flow was restored. One day post procedure, the patient was discharged from the hospital. In (B)(6) 2015, coronary angiography was performed and revealed 90% stenosis in the lesion with timi 3 flow. The lesion was treated with percutaneous coronary intervention (pci). The outcome of the procedure was good and the patient's status was good.